Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies including corroded battery tube. Unable to perform displacement test, selftest, sleep current measurement, active current measurement or verify pump error 53 due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received the software error detected alarm happening multiple times. Customer's blood glucose level was 7.6 mmol/l. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete insulin pump rewind. Troubleshooting was performed. Customer was advised insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.